Manufacturer narrative:
(B)(4). Evaluation summary: the sample received was evaluated according to internal inspection procedures and it was noted that the oxygen connector (part number (B)(4)) was occluded with plastic from the same material as the connector. Therefore, the reported condition was confirmed. The lot number was obtained when the sample arrived. The device history review was performed finding no manufacturing or material problems related to the issue reported. In addition, the subassembly (B)(4) (oxygen connector part number (B)(4)) was reviewed and no problems were found related to the issue reported. Records regarding mold repair when part number (B)(4) was manufactured were reviewed and it was noted that on (B)(6) 2009, mold number (B)(4) was repaired for damaged core pins. The mold core pin was damaged resulting in the oxygen connector being occluded with the plastic from the same material as the connector. However, the current manufacturing process was reviewed and no problems were found related to oxygen connectors being occluded. The mold was repaired in (B)(6) 2009, in order to correct the damaged core pin and prevent that this incident from reoccurring. A monthly preventive maintenance is performed in order to maintain the good condition of mold part number (B)(4). Carefusion (B)(4) post-market surveillance was historically managed by (B)(4), via a transitional service agreement from (B)(4) 2009, through (B)(4) 2011, since carefusion officially spun off from (B)(4) as of (B)(4) 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
The customer reported having a defective oxygen mask that was used on a patient in the pacu. No oxygen went to the patient, as the tubing appeared to blocked in some manner.